Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that when the electrode of the device was attached (two on the left and right), bradycardia occurred at the time of using a monopolar electrosurgical knife during a resection for esophagus cancer. At that time, the earth electrode came off from the interface and the event was recovered after insertion. The surgeon indicated that excessive current through the device could affect the heart via the vagus nerve or affect the vagus nerve/recurrent nerve. Furthermore, after the event occurred, the electrode was attached to the recurrent nerve on the left again and an attempt was made to obtain the baseline but failed. It was considered that the event was caused by nervous prostration or attaching the electrode to the recurrent nerve due to the occurrence of suspected recurrent nerve injury during the procedure. The electrode was used in stim2. After that, probe stimulation was performed in stim1(3.0ma), and there was no response at all with neither the recurrent nerve nor the vagas nerve on the left side. The muscle relaxant was not added after it was administered in the morning. The vagus nerve had response on the right side. The procedure was delayed for 10 minutes. The procedure was completed with the device. The patient was discharged and both sides had recurrent nerve paralysis.

Manufacturer narrative:
Product problem no longer applies. Product ID: 8228052, serial/lot #: 0215664256, ubd: 24-may-2022, UDI#: (B)(4) ; product ID: 8228052, serial/lot #: (B)(4), ubd: 24-may-2022, UDI#: (B)(4). No evaluation has been performed at this time, as the device was not returned. If the device is returned in the future, product analysis may be performed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that there was no malfunction with the device used during the procedure. It was confirmed by the physician that it was not a malfunction of the instrument. When the probe was used for both vagus and recurrent nerve, there was no reaction on the left. On the right, there was some response after stimulation with 3ma. There was waveform of about 70mv with the use of the endotracheal tube. The needle electrode was not used. Muscle relaxant was administered at the time of introduction of anesthesia, at about 9:00 am. Additional muscle relaxant was administered at roughly 3:00 pm; no additional after this time. Bradycardia occurred at approximately 6:00 pm. The vagus nerve was not injured. The recurrent laryngeal nerve was injured during the bradycardic stage or during the thoracoscopic procedure, at which point the electrodes had loss of signal. When the electrocautery was stopped, the patient recovered. Paralysis remained on both recurrent nerves.